Event description:
It was reported that the device became extremely warm and smells while it was in use. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A product sample was received for evaluation. Visual and functional testing were performed. The physical observation showed that the device was damaged. The test was performed and in the end all light-emitting diode (led) were blinking. The over-temperature one was blinking a little bit faster. The heater was running and the blower was running very slowly. The error log was read where it appears the heater runaway the complaint was confirmed. The root cause was determined to be design. Actions were taken to mitigate the reported issue: replace the alternating current (ac) distribution board. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. G5: premarket (510k) number is unknown.